Event description:
(B)(4) - the dealer reported that the unspecified power wheelchair joystick quad link was functioning intermittently, as there was no communication when it was extended. There was no patient injury reported.